Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to suspected heavy trabeculae, difficulty was encountered while trying to place this right ventricular (rv) lead. The physician elected to use a firm stylet despite being off label. The lead was successfully placed with good parameters. Approximately 15 minutes post procedure, the patient complained of chest pain. The patient was found to be in atrial fibrillation (af) with rapid ventricular conduction with a conducted rate of 180 beats per minute. A pneumothorax was identified. The following day the lead exhibited high threshold measurements and a lead revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.